Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock following an exercise test. There were previous episodes showing t-wave oversensing in the secondary vector, and noise had been observed in the primary vector. At this follow-up, an automatic set-up was performed and the device selected the alternate vector. During the exercise test with the device programmed to alternate t-wave oversensing was observed. No noise was created with arm movements. Device data was submitted to technical services for review. It was noted the patient had undergone a number of cardiac procedures, including a sternotomy five times. X-rays showed the device position was more posterior than at implant and the electrode position was unchanged. A review of the data showed none of the vectors appeared suitable for use and the patient was at risk for additional inappropriate shock delivery. Alternate and secondary showed wide complexes that were likely to be double counted at elevated rates. Complexes in primary were narrower but exhibited t-wave oversensing at higher rates. A new screening was recommended; however, if the patient was likely to undergo additional cardiac procedures, the s-ICD may not be the best solution for this patient. No adverse patient effects were reported. Additional information was requested for the field representative to provide the resolution, as well as the name of the physician and hospital for this case. The field representative provided the name of the hospital and physician, and reported the patient and physician had decided to replace the s-ICD with a transvenous ICD. The replacement procedure has been scheduled for (B)(6). The s-ICD was received for laboratory analysis in february 2021. The local field representative found out that the patient had the s-ICD explanted and replaced with a non-boston scientific tvicd in (B)(6) 2020 at a different hospital.